Manufacturer narrative:
Correction: this report is being sent to indicate the complaint event is not reportable. Upon completion of the investigation this file has been reassessed. Based on the original users report of ¿dr. Tried to deploy¿inside catheter¿it was very tight and coil did not deploy¿ the investigation conclusion is "coil lodging in catheter." There has not been a precedent setting event where coil lodging in catheter has caused or contributed to a serious injury. Therefore, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury or reportable product malfunction as there is no indication of the malfunction leading to an adverse event.

Manufacturer narrative:
Suspect medical device: retracta detachable embolization coil. Date of event: (B)(6) 2018. PMA/510(k) #: k151676. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a retracta detachable embolization coil was used in an unknown patient for an unknown procedure. During the procedure, the physician was not able to deploy the coil successfully through the catheter. No additional procedures were reported for this incident. Additional details regarding the event and patient outcome are currently not available.